Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient pained. After x-ray, surgeon found that implant is broken.

Manufacturer narrative:
An event regarding a crack/fracture involving a mrs curved stem was reported. The event was confirmed through photograph provided. The reported device was not returned however photographs were provided for review. The photographs shows a recently explanted mrs stem component. Fracture of the stem is confirmed based on the photographs provided. The stem is fractured through the shaft. A review of the provided x-ray by a clinical consultant indicated: local bone resorption near the connection between femoral mrs device and proximal femoral bone stump quite likely caused by local malignant disease recurrence has contributed to loss of bone support around the stem with development of a fatigue fracture at exactly the level of peak overload. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The investigation concluded as per the medical review: local bone resorption near the connection between femoral mrs device and proximal femoral bone stump quite likely caused by local malignant disease recurrence has contributed to loss of bone support around the stem with development of a fatigue fracture at exactly the level of peak overload. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient pained. After x-ray, surgeon found that implant is broken.